Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The clinical sales representative (csr) called to reported that the customer opted to abort another da vinci system as the error came back. The fse replaced the integrated electrical surgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. Failure analysis confirmed the u-02 errors on the system. The iesu was placed on the in-house system and ran in normal mode. The u-02 error was reproduced during this testing. No image or video clip for the reported event was submitted to isi for review. Verification of the event details cannot be performed via system logs because onsite connectivity is not available at this time. This complaint is considered a reportable event due to the following conclusion: the customer aborted after the start of the procedure due to u-02 faults returning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer called to report that they had u-02 faults on the integrated electrical surgical unit (iesu). The technical service engineer (tse) had the customer power cycle the iesu initially and the fault returned upon start-up. Tse then had the customer remove the remote-control bus (rcb) cable while the integrated electrical surgical unit (iesu) was still powered on and then reconnect the rcb. After the rcb was reconnected tse had the customer power cycle the iesu again and the fault cleared. The customer was continuing with the procedure set up. The procedure was aborted to another da vinci system with no reported injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.